Event description:
It was reported that the patient had a loss of therapeutic effect that started approximately 1.5 months ago. The patient felt the system was not working at all. It was also reported that the patient lost/had stolen her patient programmer. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up reported, the patient was still having concerns with their device or therapy but they were working with their doctor or medtronic representative. An appointment was scheduled for (B)(6) 2012. It was also noted the therapy had not helped the patient and the patient had planned to have it removed. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v660707, implanted: (B)(6) 2011. Product type: lead: product ID 3093-28, lot# v660707, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).